Manufacturer narrative:
It was reported that the monitor spring arm has allegedly come loose and fallen on the floor. A stryker field service technician (sfst) went onsite and upon entering the room, the circulator nurse at (B)(6) found the extension arm and spring arm separated from the circular hub and down tube. The sfst confirmed the alleged failure. During further investigation of the failure point, the circular hub connection to the extension arm, 3 of the 4 screws used to secure the hub and arm together were missing. The missing screws is the cause for the separation. Stryker believes this to have occurred during the manufacturing process from the supplier. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that the monitor spring arm has allegedly come loose and fallen on the floor. There was no patient involvement, injury or adverse consequence reported.

Manufacturer narrative:
The extension arm was returned to stryker and it was confirmed that 4 out of 4 screws required to hold the sub components of the extension arm together were not present and the assembly. The site received a replacement unit. The failed unit was returned to the supplier who confirmed the failure.

Event description:
It was reported that the monitor spring arm has allegedly come loose and fallen on the floor. There was no patient involvement, injury or adverse consequence reported.